Event description:
It was reported that when using the bd insyte¿ autoguard¿ shielded IV catheter the needle failed to retract and the catheter was damaged. The following was received by the initital reporter: verbatim: describe the event or problem: the registered nurse (rn) was placing a peripheral IV. After getting flashback, the rn pushed the button to retract the needle. The needle would not retract. After pulling back to retract the needle from the patient, the catheter also came out of place. It was noted that the catheter was torn. What was the original intended procedure? :peripheral IV placement what problem did the user have? :device malfunction - that is, the device did not do what it was supposed to do;

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [(B)(4)]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd insyte¿ autoguard¿ shielded IV catheter the needle failed to retract and the catheter was damaged. The following was received by the initial reporter: verbatim: describe the event or problem: the registered nurse (rn) was placing a peripheral IV. After getting flashback, the rn pushed the button to retract the needle. The needle would not retract. After pulling back to retract the needle from the patient, the catheter also came out of place. It was noted that the catheter was torn. What was the original intended procedure? :peripheral IV placement. What problem did the user have? :device malfunction - that is, the device did not do what it was supposed to do.